Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and multiple pump error. The customer¿s blood glucose level was 130 mg/dl. The customer reported that there was no response from any button. It was reported that they had received multiple pump errors and frozen display was recurred. It was reported that they had pump error timing of insulin pump pre restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive keypad and frozen screen due to moisture damage on the electronic assembly and corroded keypad trace. Unable to confirm the pump error 49 and pump error 23 due to the blank display. Unable to perform the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and the displacement tests due to the unresponsive keypad.